Event description:
An effusion was observed during a left atrial procedure. Access to the left atrium was obtained with a single manual transseptal punctures. The artisan catheter was advanced manually through the puncture and a circular mapping catheter was advanced through the same puncture over a wire. Mapping of the left atrium and wide circle ablation of the left pulmonary vein was begun. Blood pressure started to drop 75 minutes after entering the left atrium. There was no specific event which was identified as the cause of the effusion. Pericardial effusion was noted with ultrasound and a pericardiocentesis was performed. Effusion did not resolve, and surgical repair was necessary. Attending physician is uncertain what caused the effusion, noting that the atrial trauma was not due to ablation energy. Pt recovered with no further sequelae.